Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacemet on (B)(6) 2007. Subsequently, the patient claims damages in connection with the use of biomet mom implant. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.